Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the impedance on the right ventricular (rv) lead has been declining for years and is now low. The lead also has low r-waves. The lead remains in use. No patient complications have been reported as a result of this event.